Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery. A 2.75x38mm promus premier drug eluting stent was advanced to treat the lesion. However, during procedure, the mid shaft broke. The patient did well with balloon angioplasty. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.